Event description:
User reported false positive result. Symptomatic. Negative pcr same day. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua# (B)(4).

Manufacturer narrative:
Report required by FDA for eua. Eua# (B)(4).

Event description:
User reported false positive result. Symptomatic. Negative pcr same day. Fully vaccinated.